Manufacturer narrative:
A thorough investigation was performed by development engineering which included an analysis of the system¿s logs. A physio communication error message was identified at the time of the issue. Design engineering was unable to reproduce the error or identify the root cause of the problem. After the customer rebooted the system to regain functionality, the system has been performing as intended with no similar issues reported. If the issue recurs, another complaint record will be generated to further investigate the problem.

Manufacturer narrative:
The customer removed the system from service for a day and reinstituted the system without any problems during use. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
The customer reported their epiq ultrasound system froze during an open heart procedure and required a reboot to complete the procedure. There was no injury associated with this event.